Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 503 mg/dl. The customer also stated that the insulin pump had blank display. Troubleshooting was performed for blank display. The product will be returned for the analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, and displacement test due to blank display. (B)(4).